Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment. Avaulta solo anterior urethral support system and align to urethral support system with hook needle were reported to be used/ implanted during this procedure.

Manufacturer narrative:
Tracking number: (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).